Manufacturer narrative:
Per the clinic, the patient experienced edema on (B)(6) 2025 (specific date not reported) and infection over the implant, exposing the receiver/stimulator. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported) and underwent local dressings to clear the infection; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2025. Reimplantation is planned but has not taken place at the time of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced edema and infection over the implant, exposing the receiver/stimulator. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported) and underwent local dressings to clear the infection; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2025. Reimplantation is planned but has not taken place at the time of this report.